Event description:
Spontaneius deflation of left breast implant noted by pt. Bilateral encapsulation was noted prior to the deflation. Deflated implant surgically removed on 11/21/96. Pinpoint leak apparent on pathological exam.